Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective inspiratory valve. Correction: replaced inspiratory valve.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: alarm'231005' happened when patient using the ventilation,ater,our customer replaced the ventilator for the patientit.it did not bring any adverse consequences to the patient.